Manufacturer narrative:
The user facility reported that this was just a series of events that led to this alleged injury and that they are aware that they should not place hands near the legs when loading. The user facility reported that they did not need any training and that no further action is needed. The user facility reported that a technician had been out to evaluate the cot and found no defect with the cot that would have caused or contributed to the alleged event.

Event description:
It was reported that an emt believed he was reaching for a strap or piece of clothing that was dangling down near the legs of the cot during loading. As the legs retracted, his hand was still there and the emt broke the tip of his middle finger and received 7 stitches.